Manufacturer narrative:
The insulin pump failed displacement test (301.4 units remaining on the status screen) followed by a motor error alarm during rewind due to motor encoder signal out of phase. Motor position encoder error alarm confirmed in the history file. The insulin pump was received with minor scratches on lcd window. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm during a bolus. Customer's blood glucose was 501 mg/dl. Customer was able to treat their blood glucose with a manual injection. The customer could not recall any significant events leading to the alarm. The customer stated the drive support cap appeared to be normal. Customer also stated they were able to complete the rewind sequence on their insulin pump. Customer also reported a motor position encoder error alarm in the alarm history. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.